Event description:
It was reported that the lesion to be treated had no stenosis, calcification or tortuosity. The lesion was treated with an integrity rx device. It was reported that the device was prepared in the hoop, and the prepared inflation device was connected to balloon lumen directly. The device was removed from the plastic casing and the protective sheath was removed along with the stylette. There were no difficulties noted when removing from the hoop, during sheath removal or when removing the stylette. It was confirmed that the grip was at the distal end of the sheath during removal and that no excessive force was used to remove sheath. The stent was not inspected for damage/positioning after the removal of the protective sheath. The device was loaded onto the guidewire, positioned and deployed at 9 atm. Once the balloon had been inflated, the physician advised that he was unable to see the stent and an nc sprinter rx balloon was used to post dilate. It was subsequently found that the stent was still sitting on the stylette. A dissection is reported to have occurred after post dilation and one other brand stent was implanted to treat the lesion. It is reported that the patient is fine.

Manufacturer narrative:
(B)(4). Results: unknown (root cause of dissection could not be determined). Inherent risk of procedure (dissection).